Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
The overheating could not be duplicated. However, upon disassembly for visual inspection the bearings were worn and the rotor was stuck in the motor.